Manufacturer narrative:
(B)(4). Date sent: 2/23/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: on what date did the explant take place? (B)(6) 2020. What was the lot # for the device? No answer. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No allergies to metals. Is the patient currently taking currently taking steroids / immunization drugs? No steroids pre-op. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No sig pre-op dysphagia. Was there any hiatal or crural repair done at the same time as the implant? Small hiatal hernia repaired at time of linx. Was mesh used at time of implant? No mesh used. What was the reason for removal of the linx device? Removed because pt had acute peh incarceration and needed partial gastric resection - linx was fine in appropriate position with no problems to ge junction on vagus nerves at the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? No answer. Pre-op manometry ok for linx.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot #? Does the surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the event description? If yes, please explain. What is the current patient status?

Event description:
It was reported that two days post op to a linx implant the patient suffered from cardiac arrest. No other information is available.

Manufacturer narrative:
(B)(4) date sent: 02/02/2021 additional follow up received: the surgeon has recently shared that he did not believe the cardiac arrest was related to linx. He did remove the linx device when he did a follow up operation a few days later. He did not save the device. I do not know the exact explant date. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? On what date did the explant take place? What was the lot # for the device? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? W at the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?